Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months from primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 september 2022: lot 2011125: (B)(4) items manufactured and released on 21-dec-2020. Expiration date: 2025-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event in the period of review.